Manufacturer narrative:
(B)(4) no sample will be returned for evaluation.

Event description:
It was reported that upon insertion, the dilator of the peel-away sheath is backing out of the sheath when the inserter goes to advance the peel-away sheath goes to advance the peel-away sheath through the skin into the vessel. As a result, a new kit is opened and used to complete the procedure. There was no delay in treatment. No death or complications occurred to the patient. It was noted that the inserter is not removing the dilator from the sheath to dilate the vessel, then reinserting the dilator back into the sheath before advancing it as a unit into the vessel.